Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited decreased p-wave measurements, loss of capture (loc), noise and oversensing. The noise was felt to be consistent with oversensing of the minute ventilation (mv) signal. The patient experienced dizziness and lightheadedness and also reported pain around the implant site. Additionally, a farfield signal was observed on the ra channel and ra pacing impedance measurements were noted to fluctuate between 600 and 3,000 ohms. The lead configuration was reprogrammed to unipolar pacing and sensing and pacing impedance measurements were noted to be stable at 460 ohms, however, the patient experienced pocket stimulation. Boston scientific technical services (ts) discussed troubleshooting options. An invasive procedure was performed. The ra lead was tested on a psa and also noted high out of range pacing impedance measurements. A lead fracture was suspected. The ra lead was explanted and replaced and the pacemaker remains implanted and in service. No adverse patient effects were reported. The lead was returned and laboratory analysis confirmed a lead fracture through testing.